Manufacturer narrative:
The product was returned for eval on 05/07/2015. The monomer was unopened in the container inside the shelf carton for the kit. The powder was in a non-zimmer mixing bowl with scotch tape over the top of the bowl. The original pouch for the cement powder was not returned. Visual examination discovered a hair type particulate in the mixing bowl. Examination under the digital microscope determined that this particulate was a hair. The customer's reported event of finding a hair in the powder in the mixing bowl was confirmed. However, the root cause for the incident cannot be determined. The device history record review noted no issues, non-conformances, requests for deviation or change notices relevant to this complaint. The review of the mfg processes noted no systemic issues with the production of this device. Additionally, this product is packaged in a clean room environment. The sterile condition of the mixing bowl, the prep, process and area environment when the powder was opened and poured into the mixing bowl is unk. With the available info is not possible to ascertain the true root cause for this complaint. Most likely, the hair was introduced into the mixing bowl by the customer at preparation.

Event description:
It was reported that the surgeon found a hair like from the cement powder of the zimmer dough-type bone cement. The customer used and finished the surgery with an alternative one. Additional info indicated that the product was inside the sterile field when the hair was noted. There was no pt harm or surgical delay associated with the report.